Manufacturer narrative:
Customer stated during flow the art pump would display a rpm diff message briefly and then went away. Customer continued to use the system throughout the case with no issues. No known consequences to the patient are reported. Maquet service observed the system and ran the device in low flow without problem found. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
Customer stated during flow the art pump would display a rpm diff message briefly and then went away. Customer continued to use the system throughout the case with no issues. No known consequences to the patient are reported. (B)(4).